Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr). Two clips were implanted, reducing mr from 4 to 1. On (B)(6) 2021, echocardiogram was performed, mr increased to 3. On (B)(6) 2021, a second procedure was performed, it was confirmed the previously implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted during the second procedure, reducing mr to 2-3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation (mr) is listed in the IFU as a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the incomplete coaptation could not be determined. The reported recurrent mr appears to be a cascading effect of the incomplete coaptation. The reported hospitalization and unexpected medical intervention (additional mitral valve procedure) are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.